Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's father reported via phone call that her blood glucose level was over 300 mg/dl when she woke up. They treated her blood glucose level with the insulin pump but the numbers kept going up. Customer's blood glucose level went up to around 500 mg/dl. The device was not returned.